Manufacturer narrative:
There was no allegation of device malfunction. The edwards representative present at the case reported that there was a prevalent discussion regarding technique as a possible cause versus any device related issue. Based on the reported event information, operational context may have contributed to the event. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Injuries to the vena cava are identified as a potential complication in the IFU. Additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
Edwards received information that during insertion of a dilator and introducer into the right internal jugular vein, the right superior vena cava (svc) was perforated resulting in some blood loss (quantity not provided) which was contained to the right chest. At the time of the vascular perforation, the site of injury was explored via right thoracotomy. Clots and residual blood were removed which then led to the discovery of the svc puncture site. Pressure was maintained on the puncture site and the bleeding resolved. Originally scheduled as a robotically assisted mitral valve repair with possible tricuspid valve repair, possible thoracotomy and possible open sternotomy, the minimally invasive approach was aborted and the surgical case continued via the right thoracotomy approach. The event was limited to the introducer kit. As reported, there was prevalent discussion about the cause of the event with the physician which included technique as the potential cause of the vascular injury versus the device. There was no allegation the device malfunctioned. The physician noted difficulty with the dilator insertion and percutaneous transition into the vessel. At one point during insertion, the device became "stuck". This was possibly due to the guidewire "bunching up" and doubling back on the dilator at the junction of the right internal jugular and the right subclavian vein (although the exact location was not identified; this was supposition from the physician) and compromising the protection provided by the guidewire. This was likely when the dilator perforated the svc. There were some very slight anatomical variations, but it was difficult to tell if patient anatomy contributed to the insertion difficulty and injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple attempts to request the device back were exhausted with no return of the device.